Event description:
Patient was revised due to poly wear of the liner.

Manufacturer narrative:
Examination was not possible, as the proudct was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records and complaint database was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.